Event description:
During a routine shift check by a clinician, the device displayed a "pacer fault 116", "pacer fault 117", and "defib fault 72" message. There was no patient involvement in the reported malfunction.